Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms during routine follow up. Subsequently, this patient underwent a replacement procedure and during this process, due to patient anatomy, the rv lead was unsuccessfully removed and surgically abandoned. Post the unsuccessful lead explant, still during the procedure, the patient developed a pericardial effusion, requiring a pericardiocentesis and ultimately, an epicardial patch. In replacement of the rv shock lead, an epicardial pacing lead was successfully placed. A new generator with the appropriate header configurations for the addition of the epicardial rv lead was implanted. No additional adverse patient effects were reported.